Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected, seroma- late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma/fluid; swelling, inflammation, possible capsular contracture baker grade IV, and patient's concern with the product.

Event description:
Healthcare professional reported that the patient has seroma/fluid which has been extracted and sent for alcl testing; results not received. Further reported was swelling, inflammation, possible capsular contracture baker grade IV, and patient's concern with the product. Affected side is left. The device remains implanted.